Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 24 mg/dl to 42 mg/dl. Reportedly, customer's correction factor was too high, resulting in too large of a bolus. Bg was treated with an unknown treatment via an oral dosage. Additionally, customer's healthcare provider assisted customer in lowering correction factor. Reportedly, customer left the ER an hour and a half later with customer in stable condition (bg 120 mg/dl).